Manufacturer narrative:
.

Event description:
The customer reported the unit shut down while in use on a patient and battery failure occurrence was found in the significant event log. There was no patient involvement.